Manufacturer narrative:
(B)(4) warranty order (B)(4) has been initiated for this issue. Model 6895 serial number/date code (B)(4) is approximately 1 year old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The wheel locks allegedly are coming loose after several uses and allegedly need to be tightened up constantly. No injury is alleged.